Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) had experienced a loss or change in therapy fallowing a fall this morning on their right side. The pt stated they could not feel stim and the stim stopped working after the fall, and the loss of stimulation was reported to be sudden in nature. The pt followed up with their hcp and x-rays were taken. The x-rays determined the problem of "hanging wires", as the lead wires were "hanging down". Surgery was reported to be planned for (B)(6) 2016. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.